Manufacturer narrative:
Date of event is estimated. Explant date is unknown. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 1627487-2019-10213, related manufacturer reference number 1627487-2019-10216. It was reported that the patient experienced ineffective stimulation. In turn, the patient stopped charging the ipg and it was deemed inoperable. The patient underwent surgical intervention wherein the scs system was explanted.